Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration #(B)(4)) on behalf of the manufacturer arjohuntleigh (B)(4) (registration #(B)(4)). Please note that while this product is no longer manufactured, previous medwatch reports for this product may have been submitted for the manufacturing site arjo (B)(4) (under registration #(B)(4)). As of (B)(4) 2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjohuntleigh (B)(4). And any medwatch reports will be submitted under registration #(B)(4). Additional information will be provided following the conclusion of the manufacturer's investigation.

Event description:
It was reported by staff on (B)(6), 2012: resident was being transferred to the bed with a floor lift. While she was being lowered, the mast of the lift broke off the base. The resident fell onto the bed and the stna held onto the mast until help arrived to remove the sling from the resident. The resident sustained bruising on the arm, resulting in monitoring, with no other treatment required.